Event description:
The operator was attempting to perform routine monitoring of a pt. Reportedly, the device would only display dashed lines instead of the pt ECG. The reporter stated there were no adverse affects to the pt resulting from the event.